Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260, (serial: (B)(6) ); product type: 0200-lead; brand name vectris surescan; product ID 977a260 (serial: (B)(6) ); product type: 0200-lead; date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient(pt) regarding an external device. The reason for call was caller stated that their controller is not working. Caller stated that for a month they have been trying to get it to work, but it just keeps saying the battery needs to be changed. Caller added that yesterday it kept telling them no device found and then that the battery needed to be replaced, and they can't get the implant to charge at all. Caller noted that they can't walk at all if they don't have the implant on. Agent walked caller through removing the battery pack. Caller confirmed no physical damage on recharger cord, pins, controller connector port pins nor battery compartment pins. Agent had caller reinsert the battery. Caller then connected recharging antenna and saw no device found. Caller entered passive recharge mode and saw 0-0-0 then 0-100-100. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out.   Patient received the replacement recharger but was getting the try again message and was stuck at checking the recharger. During the call patient cleaned the recharger and controller charging port pins. Patient reset the controller. Patient got 88/88/95 on passive recharge and when agent got back patient was still going through passive recharge. Agent advised patient that passive recharge could take anywhere between 10 to 30 minutes and to go through passive recharge a total of 3 times. Pt called back after trying to go through passive recharge mode, but said they still weren't able to charge. Pt mentioned they saw the trying to recharge screen just a couple times, but now only saw the checking recharge quality message spinning around. Agent reviewed as patient still couldn't charge with replacement recharger, a replacement controller was sent out   patient took a fall back in july 2nd and sprained their achilles tendon pretty bad. Patient kept taking falls previously. The bottom of their feet was killing them and was giving them burning sensations through their veins. Patient's leads were also deviated. Agent reviewed information and redirected patient to their hcp to address the issue. Agent closed case.